Event description:
It was reported that during an unk procedure, the hand piece was not working. Unk how case was completed. Requested pt info but unavailable.

Manufacturer narrative:
(B)(4). Eval summary - the instrument was received with a loose mount. The hand piece was tested on a generator and was functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The acoustic isolator is an elastomeric component placed between the transducer and the hand piece housing for the purpose of isolating the vibration of the transducer of the outer housing. The isolator is under a compressive force that holds the hand piece distal and mid sections together. The acoustic isolator does not act as a seal for the housing; however, it does apply a compressive force to the distal seal. The stresses of compression, vibration and sterilization temperatures can result in small perforations (tears) in the isolator. These small perforations are not detrimental to the sealing or function of the hand piece. The hand piece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the hand piece cavity during the steam sterilization process. The hand piece is exposed to steam at high pressure. If steam enters the hand piece housing, it results in moisture inside the hand piece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. A loose mount can be the result of a torn acoustic isolator or when there is a loss of compressive force on the distal seal, including but not limited to, number and type of sterilization cycles, improper handling (drops) and over torquing during use.